Manufacturer narrative:
The reported events of high pacing impedance and unacceptable capture were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform impedance test due to the condition of the lead as received. Additional findings: visual examination of the distal portion of the lead found an internal insulation abrasion breaching the superior vena cava cable lumen with no damage noted to the ethylene tetrafluoroethylene (etfe) cable coating and the inner lumen was intact/undamaged in this region.

Event description:
Additional information was received indicating that the lead was explanted and replaced to resolve the event. The patient was stable.

Event description:
During a follow-up, increased pacing impedance and increased capture threshold were observed on the right ventricular (rv) lead. No intervention was performed and the patient was stable and will continue to be monitored.